Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2024. The customer stated that their calibration and qc recovery data was acceptable. The field service engineer (fse) verified analyzer operation and performed a mechanical test successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient serum sample on a cobas 8000 - cobas e 602 module. The initial troponin result was 7 ng/l. The customer was prompted to repeat the sample as the initial result was accompanied by two analyzer alarms. The sample was repeated on another analyzer and the result was 22 ng/l. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.